Event description:
The pt was transported from another facility. The iab ruptured. On 9/12/00 datascope received the mandatory medwatch form from the user-facility; uf/dist report #03-0002-2000-0011 and the following info was reported: the pt was admitted in cardiogenic shock and on vasopressors for an acute anterior and inferior mi. The balloon pump was placed at a transferring facility. The pt underwent an angiogram and stent placement in 2000. On 9/7/00 the balloon ruptured and, ultimately, the pt expired. The pt's mortality rate was high secondary to cardiac condition. On 9/18/00, datascope was notified that the iab will not be released for eval. It was reported that the iab is being held by the risk management. Event complications: unknown-reported 9/7/00; the pt expired-rpt'd 9/12/00. Pt's current status: expired-rpt'd 9/7/00.